Manufacturer narrative:
The subject ltf-s190-5 has been returned to olympus medical systems corp. (Omsc) and it is being investigated. The exact cause of the reported event could not be conclusively determined at this time. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During an unspecified procedure with the ltf-s190-5, the endoscopic image disappeared. The user replaced the subject ltf-s190-5 to another unspecified device and completed the procedure. There was no report of the patient's injury regarding this event.

Manufacturer narrative:
Omsc evaluated the subject ltf-s190-5 and found the followings. Omsc could reproduce the reported phenomenon which was that the endoscopic image disappeared. Omsc checked the device history record of the subject ltf-s190-5 and confirmed that there was no irregularity found. Omsc disassembled the subject ltf-s190-5 and confirmed that the imaging unit cable was buckled. Omsc guesses that the endoscopic image disappeared because the buckling part of the imaging unit cable caused the disconnection. The exact cause of buckling could not be conclusively determined, however there is possibility that this phenomenon is attributed to the excessive stress. There were no further details provided. If significant additional information is received, this report will be supplemented.